Event description:
Information was received indicating that during use, a smiths medical cadd infusion pump exhibited a "no reservoir" alert before the end of the volume to be infused. The reporter indicated that when switching on, alarm was exhibited with the message "without reservoir, pump does not work". No adverse effects were reported.